Manufacturer narrative:
Product event summary: manufacturer¿s analysis confirmed the customer comment that the device had a broken output connector assembly, and noted that both display wires were pinched without compromise to the insulation, and one case screw was contaminated. All found defective parts were replaced and all other identified issues were resolved.

Event description:
It was reported that the atrial and ventricular connectors of the external pulse generator (epg) were damaged, and the epg was missing the bail hook. The epg has been returned for repair. There was no patient involvement.